Event description:
It was reported to philips that the system was not switching on. The device was outside clinical use at the time of the reported event. No harm was reported to philips. Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting. Upon troubleshooting actions, fse identified that the system software was crashed. Fse reloaded the system software. After reloading the system software, the system was returned to use in good working order.